Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It was reported that approximately 7 months, after successful treatment of the lesion, restenosis had to be treated using a competitor's des. There was no malfunction reported for the pixel. Restenosis of the stented segment, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be forseeable and clinically acceptable in view of patient benefit. This known patient effect is not necessarily an indication of a product quality issue. In this instance, a conclusive root cause for the reported patient effect and its relationship to the devices, if any, cannot be determined.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring intervention. Device issue: none. It was reported that there was restenosis present in the pixel stent. The 2.5x23 pixel was implanted in 2007. Another company's stent, 2.5x28 was implanted on the pixel restenosis approx seven months later. No additional product or patient information is available.